Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship does not exist between ccpd therapy utilizing a liberty select cycler and the serious adverse event of fluid overload, which warranted hospitalization, as the patient had not utilized the liberty select cycler in approximately 48-hours prior to admission. The pdrn attributed causality to the patient¿s advanced age, loss of dexterity to perform ccpd therapy, and non-compliance to his prescribed treatment regimen. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failed to meet the manufacturers¿ specifications with relation to these serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to fluid overload. No additional information was provided during the intake process. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with dyspnea (dialysate present in the patient¿s abdomen). Radiological studies determined the patient was fluid overloaded, and the patient was subsequently admitted. The patient underwent several ccpd treatments utilizing a 4.25% dextrose dialysate to promote rapid fluid removal, and the patient¿s dyspnea subsided. The pdrn attributed causality to the patient¿s advanced age, loss of dexterity to perform manual pd therapy, and non-compliance to his prescribed treatment regimen. The pdrn confirmed the patient experienced a liberty select cycler malfunction prior to admission on (B)(6) 2024, however the patient was instructed to perform 5 manual exchanges of 2800 ml 2.5% dextrose dialysate until the replacement arrived. However, after the pdrn spoke with the nephrologist, it was discovered the patient was non-compliant and only performed 2-3 exchanges per day of 2000 ml which was inadequate for the patient¿s needs. The patient remains hospitalized as of on (B)(6) 2024 and is recovering from the serious adverse events. Per the pdrn, the cause of the patient¿s fluid overload was unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to fluid overload. No additional information was provided during the intake process. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with dyspnea (dialysate present in the patient¿s abdomen). Radiological studies determined the patient was fluid overloaded, and the patient was subsequently admitted. The patient underwent several ccpd treatments utilizing a 4.25% dextrose dialysate to promote rapid fluid removal, and the patient¿s dyspnea subsided. The pdrn attributed causality to the patient¿s advanced age, loss of dexterity to perform manual pd therapy, and non-compliance to his prescribed treatment regimen. The pdrn confirmed the patient experienced a liberty select cycler malfunction prior to admission on (B)(6) 2024, however the patient was instructed to perform 5 manual exchanges of 2800 ml 2.5% dextrose dialysate until the replacement arrived. However, after the pdrn spoke with the nephrologist, it was discovered the patient was non-compliant and only performed 2-3 exchanges per day of 2000 ml which was inadequate for the patient¿s needs. The patient remains hospitalized as of (B)(6) 2024 and is recovering from the serious adverse events. Per the pdrn, the cause of the patient¿s fluid overload was unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).